Event description:
As reported by the user facility: during a single-needle-cross-over (sn/co) therapy in (B)(6), the level in the arterial chamber of the blood line system had to be raised. The respective function on the screen of the dialog+ dialysis machine was selected and the key to increase the level was pressed. But instead of raising the level, the blood level was lowered and the air was pushed out of the chamber into the arterial line. The air stopped about 10 cm before the arterial patient access. In this case the user recognised the discrepancy and immediately released the level regulation key. Therefore, no patient injury occurred.

Manufacturer narrative:
(B)(4). Details of investigation: the investigation of the dialysis machine showed that during a repair by a customer's technician (biomed) the tubes between the valve block level regulation and the diaphragm pump had been interchanged. Per the service manual of the dialog+ machine, a functional test is required after the exchange of one of the above mentioned components during service. Execution of this test would have insured that the interchanged tubing would have been detected by the technician. Therefore it is reasonable to conclude that this test was not performed by the customer's technician. As a result of the interchanged tubing, when the user intends to raise the level in the arterial chamber manually in a single needle cross over (sn/co) therapy the actual result is that the level decreases in the chamber, due to the reversed flow direction. If this is not immediately recognized by the user and the function key is continuously pressed, this can result in air entering into the arterial blood line. Dialog dialysis machines are subject to strict inprocess and final controls, which prevents any machines with interchanged tubing from being released to distribution. The described failure can only occur if the valve block level regulation and/or the diaphragm pump was exchanged during service and the requested functional test was not carried out. As a result of the risk associated with this event b. Braun avitum ag initiated a corrective and preventive action (CAPA 2014-009). As a result of the CAPA mentioned above the following corrective action were taken: instruction leaflet for the spare parts "valve block level regulation" and "diaphragm pump" to explain in detail how to connect the 2 tubes between these 2 components. Field service information fsi describing the proper steps for connecting the tubes between the 2 components was released and distributed to all trained technicians. In addition b. Braun avitum ag as manufacturer initiated a recall (r-2014-002)) in dialog+ sw 9.xx two pump machines (incl. Hdf online). None of the product catalogue numbers affected by this recall are marketed and distributed in the USA. A risk of an air infusion into the arterial line exists only with "two pump" machines. It is technically impossible to have it occur with "single pump" machines. In the USA only "single pump" machines are marketed and distributed.